Event description:
Watchman flx CT protocol study with patient identifier (B)(6). It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). The patient was discharged on aspirin. Twelve (12) days post index procedure, during a routine follow-up examination computed tomography (CT) identified a laminar, non-mobile thrombus with a maximum area of 57mm2 on the atrial facing surface of the closure device. A left to right atrial septal shunt lesser than or equal to 3mm was present as was a protruding, non-mobile hypoattenuated thickening. Transesophageal echocardiogram (tee) confirmed the presence of the thrombus and measured a maximum thrombus thickness of 4mm. The patient was instructed to discontinue aspirin and begin apixaban (10mg). No patient complications were reported.

Event description:
Watchman flx CT protocol study with patient identifier (B)(6). It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). The patient was discharged on aspirin. Twelve (12) days post index procedure, during a routine follow-up examination computed tomography (CT) identified a laminar, non-mobile thrombus with a maximum area of 57mm2 on the atrial facing surface of the closure device. A left to right atrial septal shunt lesser than or equal to 3mm was present as was a protruding, non-mobile hypoattenuated thickening. Transesophageal echocardiogram (tee) confirmed the presence of the thrombus and measured a maximum thrombus thickness of 4mm. The patient was instructed to discontinue aspirin and begin apixaban (10mg). No patient complications were reported. It was further reported during a routine follow-up examination in (B)(6) 2024 confirmed the presence of flat, sessile hypoattenuated thickening and the atrial septal defect. Tee revealed the previously identified thrombus had resolved.